Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was used for a thrombectomy procedure. During unpacking and priming of the catheter, a crack at the middle part of the catheter was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks along the shaft. There were 2 severe kinks located 55cm and 57.5cm from the tip which leaked fluid. Functional testing was competed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was used for a thrombectomy procedure. During unpacking and priming of the catheter, a crack at the middle part of the catheter was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.